Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: delta v-40 ceramic head 36/0; cat#6570-0-136 ; lot#90038504 it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A 36 0 biolox head and 36e 10° insert were revised.